Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/2003). Immucor technical support used a remote electronic connection method on 04jan2019 to assess the testing instrument in question. The instrument test well images in question were visually negative, the camera calibration was in range and the event log showed no relevant information. Because the product was already expired at the time of immucor being made aware of this situation, the immucor laboratory determined that retention testing had previously already been performed when the product was in-date, but not on an echo lumena instrument, but rather a galileo echo instrument, and at that time, under those circumstances, the retention product performed as expected. The internal immucor record tracking number for this record is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready indicator red cells on an echo lumena instrument, when tested on (B)(6) 2018, which led to an event being categorized as a delayed hemolytic transfusion reaction.